Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the rate/sense portion of the right ventricular (rv) lead was unable to be removed from the device header. Boston scientific technical services (ts) discussed troubleshooting options. The lead sustained damage to the insulation and was cut and surgically abandoned and replaced. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
The rate/sense terminal pin portion of the lead was returned severed 172 millimeters (mm) from the terminal pin and was returned in the device header with the setscrew in the down position and the wrench broken off in the setscrew slot. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, a cut/tear was noted around the circumference of the lead 26mm from the terminal pin, the conductor coils were stretched between 26-65mm from the terminal pin where the insulation picks up, the inner insulation was noted to be torn approximately 34mm from the terminal pin and dried blood/body fluid was noted on the lead terminals. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the reported clinical observations and concluded that the damage to the lead was consistent with damage at explant from a grabbing tool.

Event description:
--